Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functioning testing. After testing, it was concluded that the device operated within specifications. See also MFR report number 2032227-2010-81093.

Event description:
It was reported that the customer passed away. The cause of death was a motorcycle accident. It was reported that another motorist lost control of their vehicle and caused the accident. The reporter stated that the event was not diabetes related. The customer was wearing the insulin pump at the time of death. Nothing further was reported.